Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
Additional information was received from a second attorney regarding the date of event onset and date of death; however, there is a discrepancy as the date of event onset/date of death that was provided is different than the date of event onset/date of death that was initially reported (the newly reported date of event onset/date of death is approximately three days prior to the originally reported date of event onset/date of death). Additional information asking for clarification regarding the date of event onset and date of death has been requested and will be submitted upon receipt accordingly. This is one of three device reports for this event; the associated MFR report numbers are: 1225714-2014-15799, 1225714-2014-15800 and 2937457-2014-03606.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.